Event description:
It has been reported to philips that exposure was not possible by using the footswitch nor the handswitch. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced he crcb board after that problem has been resolved, tested the functionality of machine, found ok and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible by using the footswitch nor the hand switch. Analysis of the system log file did not directly confirm footswitch malfunction. During troubleshooting, the fse checked the cable connections and confirmed crcb (control room connection box) connection board was defective, and the footswitch was not working from the console room. The fse replaced the crcb connection board. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.